Event description:
The customer reported having unexplained low blood glucose during bolus in the past two weeks while covering the carbohydrates and correction. The customer mentioned taking steroids medication due to a kidney transplant. The caller stated that his thyroids have all been removed and the customer was unsure if it will affect his blood glucose. The customer stated that the buttons are worn up and responded intermittently and the battery compartment is scratched. Then the wife called and stated that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 798mg/dl previously. The spouse stated that this blood glucose was treated and released. Then the wife stated that currently he is in the hospital due to a car accident that was not caused by a blood glucose issue. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.